Event description:
Complaint received regarding one mc100, microclave clear connector with an unknown lot number. The initial information received reports: patient arrived at the hospital due to leakage of the microclave and was roomed. The rn stopped the pump. The 27ml of medication remained in the reservoir. The md advised changing the microclave and insure there was no more leaking. The patient was discharged in stable condition. No adverse patent consequences reported.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results, including no defect found; usage; cannot determine and mfg./ design. Visual inspection: received - one open packaged unused (1) smiths medical cadd administration set. The mc100, microclave clear connector was not returned for investigation. Dimensional analysis: a measurement of the smith medical pur adminstration set that mates to the microclave measured in compatability specification. Final analysis summary: no ICU medical manufactured devices were returned for evaluation. A single open but unused smiths medical cadd pump administration set was returned and the male spin luer was measured and found to be compatible with clave/microclave connectors. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one mc100. The initial information received reports: ... Patient arrived at the hospital due to leakage of the microclave and was roomed. The rn stopped the pump. Twenty-seven (27) ml of medication remained in the reservoir. The md advised changing the microclave and insure there was no more leaking. The patient was discharged in stable condition. No adverse patent consequences reported.